Event description:
Additional information received indicated that the device was explanted and returned. The explant date is unknown.

Event description:
It was reported that the patient received a inappropriate therapy for an atrial arrhythmia. It was noted the device diagnosed svt as a vt and delivered the high voltage therapy. The interval stability window was widened and the number of intervals of vt detection were increased. The patient was fine after the event.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.